Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced blurred vision. The iol was exchanged for another lens two weeks after the initial implantation. The clinical reason for the explant was residual astigmatism. Additional information has been requested.